Event description:
It was reported that a percuflex plus ureteral stent was used in a right ureteral stent insertion via ureteroscopy procedure due to right ureteral calculus with hydronephrosis. During the procedure, the insertion was unsuccessful and the stent was removed using a pair forceps, causing prolonged surgery. It was noticed that the stent was kinked upon contact with the stone n the ureter. The procedure was completed with another ureteral stent and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of stent kinked inside the patient. Impact code f2301 captures the reportable event of the use of biopsy forceps to retrieve the stent.